Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, reported problem of ¿pump does not recognize when door is closed¿ was reproduced while loading a set. A review of event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified.the cause of the condition was determined to be door closes hard with or without a set. Case shimming is required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize close door during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.